Event description:
The customer reported that the nbp value is too low. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips field service engineer which included going onsite to test the unit. The fse confirmed the customer's alleged malfunction by observing monitor and diagnosing system log, which found no error code. Running measure nbp test showed the result nbp value was not normal. After replacing the nbp pump assembly, the physiological data were tested and all were normal. Based on the information available in the case, the cause of the reported problem was confirmed to be the faulty nbp assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.